Event description:
It was reported that 310 bd discardit¿ syringes from lot 1184817, and 28 syringes from lot 1313818 had scale marking issues. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "rejection details for 2ml syringes * 25g x 1¿ needle ¿ quantity 43,935 pcs , product code# 302438"

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. (B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1184817, medical device expiration date: 30-jun-2026, device manufacture date: 03-jul-2021. Medical device lot #: 1313818, medical device expiration date: 31-oct-2026, device manufacture date: 09-nov-2021. Investigation summary: there are no samples and 17 photograph along with the reported complaint of multiple defects. The investigating team has used the retention samples of material number 302438 and lot number 1184817, 1313818 for investigating the reported defect. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for multiple defects and no multiple defects was found in the ten retention samples. The following actions are work in progress: scale marking issue - for scale marking issue, photographs are evaluated and found that scale marking issue is caused due to double stamping of hot foil. Corrugated core on which hot foil winds if tightened leads to double stamping issue on barrel. Action- replace corrugated core by aluminum core to eliminate variability in core tightening. All the actions above will be monitored for effectiveness check for the period of 6 months and reviewed by the oqc team in the weekly oqc meeting. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.